Event description:
It was reported that during the implant procedure, when the leads were connected to the device, the atrial parameters and pacing was normal; however, there was no ventricular pacing under five volts. Following, angiography was performed and external testing was done. A different device was implanted and when the leads were connected the parameters were normal. The physician determined there was a pacing problem with the device that was initially intended to implant. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.